Manufacturer narrative:
Testing of actual/suspected device: (10/213) during testing the getinge field service engineer (fse) observed a failure where the iabp was not switching from bay1 to bay2. A defective battery was accidently installed on bay2 causing it to malfunction and not operate on battery operation. The customer supplied a new battery and the fse installed on bay#2 and then the iabp operated to specifications. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not switching battery from bay 1 to bay2. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was not switching battery from bay 1 to bay2. No patient harm, serious injury or adverse event was reported.